Manufacturer narrative:
Device evaluation: the blue pixel phenomenon was confirmed during the case.

Event description:
It was reported that during an ablation procedure, the user witnessed blue pixels. This was noted when ablating at 128%. The user then came off the fot pedal and lowered the power to 100%. However, the blue pixels persisted and only dissipated when the user came off the foot pedal. There was no biopsy prior to the ablation procedure. There were no patient complications reported in relation to this event.